Manufacturer narrative:
The pump was returned to mmdg for evaluation. A DHR review was completed and found no non conformances. When the device was returned to mmdg for investigation, a bearing in the motor had failed, which caused the failure to deliver. The pump was serviced to correct the issue.

Event description:
The initial reporter stated that the pump wheel stopped turning, but the pump kept running. This caused the pump to fail to deliver. Mmdg did follow up with the initial reporter, who stated that the complaint occurred during testing and had not had any affect on a patient. No other information was provided. Complaint- (B)(4).